Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that due to the pump casing being damaged, the customer experienced difficulty loading cartridges. Customer's blood glucose was approximately 200 mg/dl. No additional information was provided.